Event description:
It was reported that during the implant attempt, the helix of the lead was extended and retracted a few times and after that, the helix would not extend appropriately and dislodged. Visual inspection of the lead showed some tissue on the helix. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.